Event description:
It was reported that stent damage occurred. The occluded target lesion was located in the left circumflex artery. A 2.75x28mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Promus element plus, mr, ous 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with the mid stent struts lifted. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The occluded target lesion was located in the left circumflex artery. A 2.75x28mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.